Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation. The left ventricular (lv) lead was not capturing properly. A chest x-ray confirmed lv lead dislodgement.